Manufacturer narrative:
The device was returned for analysis. The reported leak was confirmed. The reported activation failure could not be confirmed due to the condition the device was received for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported leak; however, factors that may contribute to leaks include, but are not limited to, material damage, interactions with other devices or interaction with lesion calcification and tortuosity. It should be noted that there was no damage or leak noted to the stent delivery system (sds) during the inspection prior to use or during preparation of the device, which suggests a product quality issue did not contribute to the reported difficulties. Additionally, the reported activation failure appears to be related to operational context of the procedure as it is likely the noted outer member leak prevented the device from inflating causing the reported activation failure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a 100% stenosed, chronic totally occluded, mildly tortuous, and moderately calcified lesion in the proximal to mid left anterior descending artery. Following pre-dilatation, a 2.25x38mm xience sierra stent delivery system (sds) was advanced to the target lesion and an attempt to inflate the balloon was made; however, the stent did not expand and the balloon failed to inflate. The sds was removed with the stent on the balloon without issues. The procedure was successfully completed with a non-abbott drug-eluting stent. After the procedure, the balloon inflation was attempted outside the anatomy and a leak was noted proximal to the guide wire exit notch. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.